Manufacturer narrative:
Test strip lot # 1020515119, expiration date: 2017/04/30, control solution lot # none. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
The consumer called in reporting an incident where he went to the hospital because he was concerned about a high bg reading on (B)(6) 2015. On the day in question consumer woke up and tested his blood: (B)(6) 2015 at 10:00 am bg 229 mg/dl (fasting). Consumer believed the result was much higher than he felt. Consumer showered, ate breakfast, and drove himself to (B)(6) county hospital. After waiting for a couple of hours, the staff at the hospital eventually tested him with their unk meter and received a result of 79 mg/dl. The consumer then immediately tested himself with his nova max plus meter getting a result on (B)(6) 2015 at 2:31 pm bg 155. The consumer did not receive any treatment at the hospital. It was recommended to him by the hospital staff to get a new meter and he was given a prescription to do so. The consumer then left the hospital and drove himself home. He has not tested his blood since this incident. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution.